Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw0613 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that when the oversleeve portion of connector and the extension tubing were put on the catheter for fixation during the use, breakage occurred.